Manufacturer narrative:
The sample was received for evaluation. A one-inch-long crack was observed along the curved bottom edge of the basin of the drape. Light scratches were observed near the crack. The investigation for this complaint is pending a response from the supplier.

Event description:
End user reported water dripping from the warmer. The thermabasin drape was removed from the warmer and it was noticed that the water was still leaking from the basin. The thermabasin was cracked. This was during a surgical procedure. Patient was not impacted. The drape and warmer were able to be replaced.

Manufacturer narrative:
The sample was received for evaluation. A one-inch-long crack was observed along the curved bottom edge of the basin of the drape. Light scratches were observed near the crack. The investigation for this complaint is pending a response from the supplier. Follow up #1: the sample was sent to the supplier for further investigation. The supplier provided the DHR for this product and no similar issues had been reported. It was noted that the processes associated with this issue are the packaging of the product and the shipping process from the third tier supplier. The basins are packaged 5 basins per package, sideways, slightly nested (not fully nested) and placed in a liner bag. The sides of the basins are down on the bottom of the carton. The supplier believes this particular basin was damaged during handling, due to the basin material being affected by weather temperature. The supplier inquired to the third tier basin supplier about the issue, and it was determined that the basin material can be susceptible to breakage in cold weather. The supplier has recommended to make a material change and the validity of the suggested change will be researched.

Event description:
End user reported water dripping from the warmer. The thermabasin drape was removed from the warmer and it was noticed that the water was still leaking from the basin. The thermabasin was cracked. This was during a surgical procedure. Patient was not impacted. The drape and warmer were able to be replaced.